Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100b ventilator overheated and stopped oscillating while on a patient. At this time, the customer has not provided any information regarding patient injury or harm associated with this reported event.